Manufacturer narrative:
(B)(4).

Event description:
The pt experienced increased pain that did not respond to increases in her intrathecal pump; increased swelling in her right and lower extremities causing pain; and mental status changes. The catheter was surgically repositioned on (B)(6) 2004. On (B)(6) 2004, therapy was abandoned. On (B)(6) 2004, therapy was resumed with a change of meds. The pt outcome was reported as "resolved without sequela". The device system was used to delivery morphine sulfate, bupivacaine, and compounded baclofen.